Manufacturer narrative:
(B) (4).

Event description:
The pt had pain at the lead implant site; it started over the past couple of months. The pt was feeling stimulation and the pain was not present when the ins was off. She experienced overstimulation, increased migraines, and sharp, shocking uneven pulses from the stimulator. The ins was at end of life and was replaced. The device was programmed post-replacement. The pt outcome was not provided.